Manufacturer narrative:
To resolve the issue, the technical services consultant recommended increasing the smart blanking period to a fixed value and/or increasing the post shock pacing timer to 1-2 minutes. As of today, the available information suggests this device and rv lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during dft induction testing, this cardiac resynchronization therapy defibrillator (crt-d) did not capture for 2 or 3 beats out of 5, for about 20 seconds of post shock ventricular pacing. A technical services consultant discussed the post shock residual voltage was oversensed by the device due to the cross chamber blanking, reverting back to smart once the post shock timer expired. There were no adverse patient effects reported as a result of this clinical observation. Approximately two years later this device was electively replaced during a left ventricular epicardial lead placement procedure.